Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0001 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when we were checking the hard wire prior to placing inside the PICC. The end of it snapped off and was very thin compared to the rest of the line. We have kept the 2 pieces of wire.

Event description:
It was reported that when we were checking the hard wire prior to placing inside the PICC. The end of it snapped off and was very thin compared to the rest of the line. We have kept the 2 pieces of wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed stylet is confirmed but the exact cause remains unknown. One radpicc stylet was returned for evaluation. The stylet was found to be frayed. The core wire was fractured, and the coil wire was elongated. The core wire from the proximal piece measured to be 71cm and the fracture segment measured to be 3 cm. Microscopic observation of the distal tip revealed it to be intact. The region near the break surfaces appeared to contain a slight bend. The outer diameter of the stylet was measured and was found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include retraction against resistance, sharp instrument damage, and shearing of the wire by a needle. Since the returned sample was observed to contain a complete break and elongation of the coil wire, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.